Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. The ao collect handle w/spin cap meets print specifications where measured. As returned, the initial visual test showed no anomalies. The returned product was functionally tested with a sample driver shaft that mated with the part via the quick connect feature. When torque was applied to the handle, the handle was able to rotate on one of the returned handles. Once enough rotation was applied, the handle came completely off. After disassembly, resin was visible on the threads and some slight discoloration along the metal. The second returned handle was also tested with this same method and could not replicate the stated event; the item performs as intended. No other visible anomalies were observed. The device history records were reviewed and identified no deviations or anomalies. Inspection documentation shows all devices that were accepted, completed, and sent to inventory met specifications. This device is used for treatment. The product had a potential field age of approximately 1.5 years with an unknown number of uses. The threads eventually became loose enough that they were able to back out completely resulting in a damaged handle that was no longer able to resist torsion in the loosening direction. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the screwdriver bit spins in the handle and will not tighten screws.